Event description:
In 2007, the company received a report where it was claimed that the head assembly detached from the tube. The customer stated that the patient uses a CPAP with heated humification overnight. The customer state that the tube was removed.